Manufacturer narrative:
(B)(4)

Event description:
It was reported that review of the remote merlin.net transmission revealed that the right ventricular sense pace lead exhibited loss of capture, noise and low impedance. The device was reprogrammed. The patient's condition was stable.